Event description:
The customer reported obtaining a non-reproducible troponin I (access accutni+3) result involving the access 2 immunoassay system serial number (B)(4) for one (1) patient. The patient's sample was repeated on the same access 2 immunoassay system and a higher result was obtained. The patient was transferred to an alternate facility where a new sample (designated as sample 2) was analyzed on an unknown methodology and generated a negative troponin result. The patient's original sample (designated as sample 1) was then repeated on the same access 2 immunoassay system and a negative result was generated. The initial, elevated access accutni+3 result was released from the laboratory. There was change or impact to patient care or treatment which occurred in association with the non-reproducible access accutni+3 result, as the patient was transferred to an alternate facility. Quality control (qc), calibration and system check were all performing within assay and instrument specifications at the time of the event. The customer did not provide specific information regarding the collection or centrifugation of the patient's sample. Service was requested and a beckman coutler (bec) field service engineer (fse) was dispatched to assess instrument performance.

Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. The service interventions performed were preventative as no errors or instrument issues were noted by the fse that would have contributed to the non-reproducible access accutni+3 patient result. System parameters of quality control (qc), calibration and system check were recovering within published performance specifications at the time of the event. There is no indication the access accutni+3 reagent was returned for evaluation. The cause of this event cannot be determined with the available information.